Manufacturer narrative:
(B)(6). Patient country: australia.

Event description:
Unomedical reference number (B)(4). Event occurred in australia. On (B)(6) 2024, it was reported that the patient faced that the infusion set had occlusion that prevents the flow of insulin, which cause the patient blood glucose elevated to 378 mg/dl. The patient also had symptoms of vomiting nauseous and thirst. No further information available.